Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. Additional information has been requested. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery.

Event description:
It was reported a two-level patient was revised. One device was explanted.

Manufacturer narrative:
A1: (B)(6). B4: (B)(6) 2021. D6a: (B)(6) 2019. G1: mr. (B)(6). G3: (B)(6) 2021. G6: follow-up #1. H2: additional information, device evaluation . H6: medical device problem code: 2682 - patient - device incompatibility type of investigation: 10 - testing of actual/suspected device, 3331 - analysis of production records. Investigation findings: 3252 - fracture problem. Investigation conclusions: 4315 - cause not established. H10: it was reported that a two-level patient was revised, the surgeon felt the device at c5/6 was too posterior. Limited information was provided; notably, no radiographs were provided. It was not possible to assess the potential role of surgical technique or patient selection based on the provided information. A review of the lot history records for this device did not reveal any relevant non-conformances to device specification. The implant was not intact as-received. No microbiology or pathology results were provided. The device had not failed, but the core had experienced mechanical damage. Initial placement of the device, as reported, likely contributed to the early removal of this device; however, with no radiographs, this cannot be confirmed.